Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that the left lead was not working properly. Patient said that on the right side they were at 0.9 and the manufacturing representative (rep) had them switch to the left side and they went all the way up to 2.0, but they did not feel the same type of pulsation as they did on right side. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they have an appointment with hcp tomorrow at 10: 15am.